Event description:
A peritoneal dialysis nurse reported a pt had been hospitalized for peritonitis. The nurse requested pt service records on (B)(6) 2014 and the pt had already been in the hospital prior to that date. No further info has bee made available, medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.